Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable without maneuvering the cable to initiate charging. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg via correction bolus. The customer continued to use the pump for insulin therapy. However, replacement charging supplies were sent to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.